Event description:
It was reported that the power and flow were trending upward and it was suspected to be due to thrombus. The patient had associated symptom of lactate dehydrogenase (ldh) trending up. The patient was started on heparin drip and computed tomography angiography (cta) showed that the outflow graft to the ascending thoracic aorta was patent, the inflow cannula was mostly radio-opaque, precluding CT evaluation of the lumen, the short segment of the inflow cannula coming from the left ventricle of the heart which was not radiopaque appeared patent, and the interior of the pump itself was obscured by metal artifact. On (B)(6) 2022, the heparin drip was changed to bivalirudin drip which seemed to resolve the issue as power and flow were back to baseline as of (B)(6) 2022. Also on (B)(6) 022, the log files captured a controller replacement and the last entry at 22:48 that showed the power at 10.3watts and the flow at 11.8 liters per minute (lpm).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported suspected thrombus, power elevations, and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. The reported events suggest a possible device thrombus; however, this could not be confirmed as the device was not returned and the submitted image was unremarkable. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log files captured elevated motor power and flow events on (B)(6) 2022 and (B)(6) 2022. Motor power elevated to as high as 10.0 watts with an associated flow elevation of 12 lpm. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. The submitted cta image appeared unremarkable, and no areas of concern were identified. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a concern for failure on warfarin so medication was switched to pradaxa and the patient was discharged home.